Event description:
It was reported that end user was crossing the street in her (B)(4) power wheel chair. Instead of chair going forward it rolled back into a curb then started spinning. Once chair was straight it rammed her into a stop sign causing an injury to her leg and damaged her chair. No medical intervention was reported.